Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise via reduced intrinsic amplitudes. The patient was at the dentist having a procedure at the time of the shock. Also, the smart pass feature had programmed itself off due to the decreased intrinsic amplitudes. Technical services discussed some trouble-shooting options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of noise. Technical services reviewed the electrograms and confirmed the noise and a railing baseline. The patient has had inappropriate shocks in two different sensing vectors. The local representative will discuss the findings with the physician. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing noise via reduced intrinsic amplitudes. The patient was at the dentist having a procedure at the time of the shock. Also, the smart pass feature had programmed itself off due to the decreased intrinsic amplitudes. Technical services discussed some trouble-shooting options. There were no additional adverse patient effects. The system remains implanted.